Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently and had difficulty charging beyond two bars. The patient underwent an implantable ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.